Event description:
It was reported the pressure wire x was used in the right coronary artery and a dissection occurred during the coroventis case. A stent was implanted to treat the dissection. No additional information was provided.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of dissection is listed in the pressurewire instruction for use (IFU) as potential complications which may be encountered during all catheterization procedures. A definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the intervention was related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.